Event description:
During procedure, an intellanav stablepoint open-irrigated was selected for use. It was reported that irrigation port was blocked/irrigation flow was insufficient. The tube was connected into the catheter and the flushing was performed. Water was coming out from the 5 holes. Catheter was replaced with another of same device and procedure was completed successfully. No patient complications reported. Product was not returned for analysis.

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis could not be performed. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. The complaint device was not returned; therefore, product analysis could not be performed.